Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)") and menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, abdominal cramps, weakness, tiredness, fibromyalgia, menometrorrhagia, latex allergy (rash), allergic reaction to analgesics and milk soy protein intolerance. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy), surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy) and surgery (thermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, infection, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted outside the right tubal ostia. Two coils were noted outside the left tubal ostia. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : ablation. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2013. Essure removal date ((B)(6) 2016) added. Lot number added. Events perforation (uterus), abnormal bleeding (vaginal), depression, mental anguish, dysmenorrhea (cramping) and she did not undergo an essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)") and menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, abdominal cramps, weakness, tiredness, fibromyalgia, menometrorrhagia, latex allergy (rash), allergic reaction to analgesics and milk soy protein intolerance. Concomitant products included fluoxetine hydrochloride (prozac) since 2012 for depression and anxiety, carisoprodol (soma) for fibromyalgia, hydrocodone bitartrate;paracetamol (lortab) from 2013 to 2016 for pelvic pain as well as paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy and thermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, dysmenorrhoea, infection and abdominal pain outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving, the pelvic pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted outside the right tubal ostia. Two coils were noted outside the left tubal ostia. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : ablation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received. Added event abdominal pain. Updated outcome of event (abnormal bleeding). Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)") and menorrhagia ("menstrual hemorrhaging, abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, abdominal cramps, weakness, tiredness, fibromyalgia, menometrorrhagia, latex allergy (rash), allergic reaction to analgesics and milk soy protein intolerance. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy) and surgery (thermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, infection, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted outside the right tubal ostia. Two coils were noted outside the left tubal ostia. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : ablation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), uterine perforation ('perforation (uterus)') and menorrhagia ('menstrual hemorrhaging, abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, abdominal cramps, weakness, tiredness, fibromyalgia, menometrorrhagia, latex allergy (rash), allergic reaction to analgesics and milk soy protein intolerance. Concomitant products included fluoxetine hydrochloride (prozac) since 2012 for depression and anxiety, carisoprodol (soma) for fibromyalgia, hydrocodone bitartrate;paracetamol (lortab) from 2013 to 2016 for pelvic pain as well as paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced infection ("infections") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy and thermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, dysmenorrhoea and infection outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and hypersensitivity had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, hypersensitivity, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted outside the right tubal ostia. Two coils were noted outside the left tubal ostia. Patient received treatment for pain, bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "allergic reaction" was added. Outcome of events "pain, bleeding and allergic reaction " were update as recovered.reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), uterine perforation ('perforation (uterus)') and menorrhagia ('menstrual hemorrhaging, abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety, abdominal cramps, weakness, tiredness, fibromyalgia, menometrorrhagia, latex allergy (rash), allergic reaction to analgesics and milk soy protein intolerance. Concomitant products included fluoxetine hydrochloride (prozac) since 2012 for depression and anxiety, carisoprodol (soma) for fibromyalgia, hydrocodone bitartrate;paracetamol (lortab) from 2013 to 2016 for pelvic pain as well as paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced infection ("infections") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (left salpingo-oopherectomy -unilateral salpingectomy- right salphingectomy. Total hysterectomy and thermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, dysmenorrhoea and infection outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and hypersensitivity had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, hypersensitivity, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted outside the right tubal ostia. Two coils were noted outside the left tubal ostia. Patient received treatment for pain, bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "allergic reaction" was added. Outcome of events "pain, bleeding and allergic reaction " were update as recovered.reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), pelvic pain ("severe persistent pelvic pain") and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (plaintiff underwent a total hysterectomy). Essure was removed. At the time of the report, the device dislocation, infection, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, infection, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.